Event description:
It was reported thta during use, the tip of harmonic scalpel broke off during laraoscopy, but was successfully retrieved causing no harm to the pt. No indication from op report of anything that contributed to break. Device usage problem: device failed.